Manufacturer narrative:
(B)(4). (B)(6) RMA has been initiated for this issue. Model 9630-4, serial number/date code is (B)(4). The age of the product is unknown. The owner's manual part number 1148075 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is (B)(6) male. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The dealer stated that the consumer went to use the 9630-4 commode and upon sitting on the commode the pan holder bar allegedly popped out of place causing the bucket to fall out of place. The consumer allegedly did not fall as his care giver caught him. A new commode is being shipped to the consumer. No injury.

Event description:
Customer alleged went to sit on the commode and the pan holder bar popped out of place and the seat fell. No injury alleged.